Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: lasso catheter, carto system other company¿s devices were used during this study: arctic front cryoballoon catheter (medtronic), arctic front advance (medtronic), velocity system (st jude medical), tacticath (endosense, (B)(4)). (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 12 patient with paroxysmal atrial fibrillation underwent radiofrequency ablation and suffered vascular complications/major bleedings. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "outcomes after cryoablation vs. Radiofrequency in patients with paroxysmal atrial fibrillation: impact of pulmonary veins anatomy." The purpose of this study was to evaluate the mid-term outcomes of cryoballoon ablation in an unselected population with paroxysmal af from an anatomical viewpoint. The study was conducted from september 2010 to september 2013. The 376 patients were enrolled in radiofrequency group. Thermocool smarttouch and tacticath ablation catheters were used in radiofrequency group. Bwi takes conservative approach to open this complaint under thermocool smarttouch ablation catheter, however catalog and lot number are unknown.